Event description:
Reporter alleged obtaining a discrepant blood glucose result of 43 mg/dl back to back with a result of 89 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter indicated that she ate a turkey sandwich, an orange, and drank a peach drink after the 43 mg/dl result was obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.